Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (power failure error that discontinues the present therapy and is due to a possible air in line). This event occurred during peritoneal dialysis therapy while the patient was connected. During troubleshooting, the technical service representative (tsr) determined that the patient line was not properly primed before the patient was connected. The tsr assisted the caregiver in clearing the alarm and advised the caregiver to finish therapy with manual supplies or restart with new supplies. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.